Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential pt safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the connector, the fiber proximal face fracture started in the middle of the proximal face and progressed approx 1/8 to 1/4 of an inch down the length of the fiber. The impact against the fiber proximal face caused the fracture. The root cause of the device failure was determined to be a possible mfg defect and/or handling. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber malfunctioned; the fiber port overheated after 1 minute and 29 seconds at 12,000 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the connector, the fiber proximal face fracture started in the middle of the proximal face and progressed approx 1/8 to 1/4 of an inch down the length of the fiber.